Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a loss of therapeutic effect. Interventions included an explant of the entire system on (B)(6) 2017 where the device was disposed of according to biohazard instructions. It was reported that the device was not replaced. Patient reported symptoms of overactive bladder (oab) and incontinence on (B)(6) 2017. The cause of the event was reported to be possibly related to the device or therapy and not related to the implant procedure. It was reported that it was not due to programming. The patient presented for follow up visit complaining of urgency, frequency, and leaking constantly after a good initial response to therapy. Patient refused voiding trial with device turned off to see if symptoms would worsen. Therefore cause of symptoms remain unknown but patient was adamant they wanted the device removed. The event was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.